Event description:
An angio-seal device was deployed in 2003. The pt developed an infection (date unk) and presented to the hospital. The pt underwent surgery one week later; there was cellulitis at the site and the infected area was drained of yellow pus. The angio-seal device was removed.